Manufacturer narrative:
H.6. Investigation summary: one photo of a 32g x 4mm pen needle samples was returned from an unknown lot. No., cat. No. 320478. Visual examination was carried out on the returned photo and it was observed that a piece of tape was attached to the top of the pen needle sample. No DHR performed as the lot number is unknown. As no tape is used in the manufacturing process this issue cannot be confirmed to be manufacturing related.

Event description:
It was reported that the seal was open and had been sealed again with tape with a bd pen needle 32x4 la 5b. The following information was provided by the initial reporter, translated from portuguese to english: I would like to alert you to an insulin pen needle that I found in the box I bought. She had the open seal sealed with a durex tape (scotch tape). I think it's serious because it may have been used and put in the box again. I do not know what your control is, but it happened. I bought the sealed box.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the seal was open and had been sealed again with tape with a bd pen needle 32x4 la 5b. The following information was provided by the initial reporter, translated from portuguese to english: I would like to alert you to an insulin pen needle that I found in the box I bought. She had the open seal sealed with a durex tape (scotch tape). I think it's serious because it may have been used and put in the box again. I do not know what your control is, but it happened. I bought the sealed box.